Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their aligner broke in half. The patient stated that they work for bisco, a dental supply company and had one of the dentists take a look and provide some feedback. The patient said that they were instructed by the dentist to discontinue their treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.